Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient's first device had burned through their skin. They stated that the complete system was removed and replaced. They believed the issue started after going through a theft detector and they noticed redness at the implantable neurostimulator (ins) site and it became worse and worse. This event took place in 2012.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.